Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient had presented to the emergency room after receiving a shock. Review of the device found a recent episode of ventricular tachycardia (vt) where anti-tachycardia pacing (atp) therapy actually accelerated the vt rhythm. A shock was delivered to convert the arrhythmia. The patient was going to be monitored, and the device remains in-service. No adverse patient effects were reported.